Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The implant date should have been (B)(6) 2019 (new date) rather than (B)(6) 2019 (old date).

Event description:
Reference MFR. Report number: 3006705815-2019-02280.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient weight.

Event description:
Reference MFR. Report number: 3006705815-2019-02280. It was reported that one of patient's trial lead pulled out of the skin on the day before the scheduled trial lead pull out. Physician pulled the trial lead out as scheduled. No patient complications were reported. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.